Manufacturer narrative:
Results: power inlet filter missing prong.

Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences are reported.